Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise and oversensing were confirmed on this rv lead during a regular check up on (B)(6) 2017. Lead impedance was an abnormal 180 ohms. The noise could not be recreated but it was decided to cap this lead on (B)(6) 2017 and a new lead was placed. No adverse patient events were reported.